Manufacturer narrative:
Corrected fields: common device name field (d2a) in section d, suspect medical device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to have exhibited loss of capture (loc) for its left ventricular (lv) lead. Technical services (ts) was consulted and reviewed stored data, with further in clinic examination recommended. This device remains in service. No adverse patient effects were reported. At a later date, ts was consulted about this crt-d pacing when it was programmed to lv only. Ts discussed how the device was functioning as programmed and this was expected. Ts noted there was suspected oversensing on the lv channel for right atrial (ra) channel activity. Ts discussed the available programming options to address the oversensing. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to have exhibited loss of capture (loc) for its left ventricular (lv) lead. Technical services (ts) was consulted and reviewed stored data, with further in clinic examination recommended. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to have exhibited loss of capture (loc) for its left ventricular (lv) lead. Technical services (ts) weas consulted and reviewed stored data, with further in clinic examination recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Common device name field (d2a) in section d, suspect medical device.